Event description:
It was reported that upon interrogation, the right ventricular lead showed a short interval count of 28 and there were episodes of n on-sustained tachycardia episodes where there was oversensing. The impedance was stable and isometrics did not provoke oversensing. The lead integrity alert was loaded on the device and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 6940 implantable tachy lead 2000 (B)(6); 4543 competitor implantable pacing lead 2009 (B)(6).